Event description:
A report was received stating the tracheostomy tube was leaking at the inflation line valve after 20 days in use. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.